Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they charged another 30 minutes and the implant was about 30%. The cause was due to the patient checking the remote often during recharging and not allowing the implant to charge. Education was given about recharging and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty with recharging their implantable neurostimulator (ins) since about (B)(6) 2020. The patient couldn't recharge beyond 60%. The manufacturer representative was unable to connect to the ins because the battery was low. The patient had been recharging for 20 minutes with excellent quality, however the battery was not incrementing. It was recommended that the patient continue charging for another 30 minutes before checking the status again. If the patient was still having the recharging issue the manufacturer representative was advised to call back. No symptoms were reported. No further complications were reported or anticipated.